Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42, which was associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller through the process. After the reset, the error did not recur, and the caller was able to successfully start their sensor session.